Event description:
It was initially reported that a physician was having difficulties with his (B)(4) handheld device. The serial adapter cable was frayed and prevented signals being transmitted. The physician believed the fraying occurred as a result of normal wear and tear. A replacement cable was sent to the physician and the serial cable in question was returned for product analysis. Device eval has not been completed at this time.